Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported seven stopcocks "had fluid leakage" due to a crack during use. It was further reported all seven units were used on one patient. There was no patient injury or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
Additional information : the seven (7) actual devices were received for evaluation. Three (3) of the seven (7) samples were contaminated with blood. Visual inspection of the 3 contaminated samples and the remaining 4 samples did not identify any abnormalities that could have contributed to the reported condition; no cracks were noted. Functional leak and stress testing were performed on the four (4) samples (not contaminated) with no issues identified. Furthermore six (6) retention samples underwent visual inspection by the naked eye and no issues were noted. Two (2) retention samples underwent stress crack testing and no cracks or leaks were noted. The reported condition was not verified on the actual and retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.